Event description:
Info received indicates the head up function will not work on the bed.

Manufacturer narrative:
The technician found hydraulic oil leaking from the head end of the bed. He replaced the hydraulic reservoir and the head up hydraulic valve to repair the bed.